Event description:
Patient reported left side baker "grade IV capsular contracture; it feels as if the breast is inflamed, painful breast, stabbing pain" and mentioned the recall. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "recall."